Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one newborn patient tested with accu-chek inform ii meter serial number (B)(4). The patient is not diabetic. The customer stated that they obtained either a heel stick sample or a fingerstick sample from the patient. The customer stated that it is normally their policy to perform a heel stick on newborn patients, but could not confirm if this was done with the patient in question. Three measurements of the patient were performed on the meter with the same finger or heel stick. The first measurement at 11:13 a.m. Was 33 mg/dl. The second measurement at 11:14 a.m. Was 40 mg/dl. The third measurement at 11:15 a.m. Was 57 mg/dl. The customer indicated that they used the value of 40 mg/dl and that the treatment of the patient would have remained the same if the value were 33 mg/dl or 40 mg/dl. The patient was fed per hospital protocol. Quality controls were tested right after the patient measurements and controls passed. The customer continued with their normal protocol of feeding the patient every 2 hours. The patient is currently fine. The patient has had no changes in medications, diet, exercise, or lifestyle. No adverse events were alleged to have occurred with the patient. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer's meter, test strips, and quality controls were returned for investigation where they were tested using a retention battery on the meter. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 45 mg/dl, 43 mg/dl, 44 mg/dl. Level 2: 301 mg/dl, 296 mg/dl, 309 mg/dl . All results were within acceptable ranges. There was no information provided regarding the neonate patient's stress, blood flow to the site, tube/technique used by the laboratory or nurse, or condition of the patient at the time of comparison. All of these factors could have affected the accuracy of the results obtained.